Event description:
It was reported that an unknown patient underwent an ablation; field preference ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that during the procedure, the physician was to perform the transseptal puncture, at that moment he observed that the guide wire did not pass through the vizigo due to the resistance. The physician was instructed to remove the sheath, where outside the patient, he went through a dilator and verified that a fragment came out (video). In the video the doctor shows the piece of the valve and states that the piece almost remained within the right atrio of the patient. Surgery was delayed due to the reported event for 15 minutes. Action taken when event occurred was suggestion of doctor to remove sheath. Procedure was successfully completed. No patient consequences were reported. The brim cap/hub detached from the sheath. Air did not enter the patient¿s body. Physician washed the sheath to eliminate bubbles. No medical intervention required. Patient did not exhibit any neurological symptoms since the procedure was completed. No blood return was observed. Hospital discarded the device. Resistance with sheath is not MDR-reportable. Guidewire damage is not MDR-reportable. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab has received photographic evidence of the complaint device. The visual evidence has yet to be analyzed and will be evaluated. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000135, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-may-2023, the video analysis was completed. It was reported that an unknown patient underwent an ablation; field preference ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that during the procedure, the physician was to perform the transseptal puncture, at that moment he observed that the guide wire did not pass through the vizigo due to the resistance. The physician was instructed to remove the sheath, where outside the patient, he went through a dilator and verified that a fragment came out (video). In the video the doctor shows the piece of the valve and states that the piece almost remained within the right atrio of the patient. Surgery was delayed due to the reported event for 15 minutes. Action taken when event occurred was suggestion of doctor to remove sheath. Procedure was successfully completed. No patient consequences were reported. Device evaluation details: a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the hemostatic valve was detached from the vizigo hub, although the hemostatic valve is detached, the brim cap (orange component) is observed in the correct position in the device. Additionally, the picture it was observed that the guidewire is kinked. The hemostatic valve detachment and guidewire damage could be related to the resistance condition reported by the customer. A device history record was performed for the finished device number 50000135 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed based on the video received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).